Event description:
I have textured saline implants with a valve. I¿ve been having health problems for years and they couldn¿t figure out why. I¿m allergic to silicone and my body has been having a reaction to the implants making me sick. I get sicker each day. Date the person started taking or using the product: (B)(6) 1994. Reason for using the product: uneven breast size.